Event description:
It was reported that during the implant procedure, the helix on the lead would not retract after repositioning. The lead was removed and was not implanted. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was extrinsically over-rotated. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant and stretching. The lead was returned with the helix extended (tissue visible on helix); found spin in connector at 1.5cm and further distal conductor distortion at 3cm. The lead was damaged at implant attempt. No further helix testing was possible. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.